Event description:
It was reported that the patient presented during clinical follow-up. During follow-up, patient stated that she experienced pain due to diaphragmatic stimulation caused by the implantable cardioverter defibrillator(ICD). The reported ICD was explanted and replaced on (B)(6) 2021. The patient's status was unknown.